Event description:
It was reported that on: (B)(6) 2010: patient underwent a fusion procedure using rhbmp-2/acs. Per op-notes: ".. Each of the pedicles were opened with a chisel, depth gauged, tapped, and the appropriate-sized pedicle screws were placed. The screws had excellent purchase. Intra-operative neurophysiology confirmed safe placement of all 4 screws. The appropriate size rod was selected and placed into the screw insertion sleeves and slid down into the screw heads. These were locked in place using the endcaps and torqued to the appropriate torque. All screw insertion sleeves were taken off. The transverse processes at l5 bilaterally were decorticated with the rongeur and s1 sacral area was decorticated using an osteotome. All remaining iliac crest bones, local autograft bone, vitoss mixed with bone marrow aspirate and rhbmp-2/ acs were placed into the bilateral and lateral gutters after these were copiously irrigated with normal saline antibiotic solution. Graft was placed under the live-time fluoro. Platelet rich plasma gel, harvested at the start of the case, was placed into the bilateral wilse incision. The incisions were closed. No patient complications were reported as a result of the event. "

Event description:
It was reported that the patient underwent a posterior lumbar spinal fusion procedure at l5-s1 with a peek cage. To achieve fusion, surgery was performed using rhbmp-2/acs. Post operatively, patient suffered significant pain in the area of the fusion surgery and extremities. It was also reported that the patient had significant damage to the spine. As a result of fusion surgery with rhbmp-2/acs, patient received significant medical treatment to care for rhbmp-2/acs related injuries. Patient never recovered from the surgery involving the use of rhbmp-2/acs, and continues to suffer from daily, disabling pain that prevents patient from performing many basic activities of daily living.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.